Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment for aortic dissection using gore® tag® conformable thoracic stent graft with active control system (ctag ac). During a follow-up examination, a localized dissection on the ascending aorta and a distal stent graft-induced new entry tear (dsine) were found. The ascending aortic dissection did not contact with the ctag ac devices. On (B)(6) 2025, aortic valve replacement and total arch replacement with elephant trunk technique were performed for the ascending aortic dissection. Additionally, another ctag ac was placed distal to the elephant trunk. On (B)(6) 2025, two aortic extenders of gore® excluder® aaa endoprosthesis were placed distal to the previous ctag acs to cover the dsine. The patient tolerated the procedure. The reporting physician commented as follows: the patient had not taken antihypertensive drugs for three months and his blood pressure was 200 mmhg at that time. Localized dissection on the ascending aorta was likely due to hypertension.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: investigation findings and conclusions were updated to reflect the results of investigation. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: imaging evaluation: the imaging evaluation performed by a clinical imaging specialist showed the following: three radiographic jpeg images provided for evaluation. No name, date, or demographics on the images. Cannot manipulate the images in any way. (Window leveling, rotating, etc.) Cannot provide diameter or length measurements with jpeg images. All annotations on the images were completed before submission to gore. Cannot confirm a dissection in the ascending thoracic aorta with available images. Cannot confirm a new tear at the distal end of the implanted thoracic devices with available images. Cannot confirm diameter measurements in the abdominal aorta and iliac arteries with the partial reconstruction image. Need dicom image set to confirm diameters.